Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material on the light guide lens¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reportable malfunction of foreign object at the tip of the lighting lens, the evaluation found the following non-reportable malfunctions: due to wear of angle wire, bending angle in up direction and the play of up/down (u/d) knob did not meet the standard value; adhesive on bending section cover had a crack and a white-clouded area; light guide-bundle was slipping down; adhesive around objective lens was peeled; light guide lens had a crack; probe cover and connecting tube had a scratch; connecting tube had coating peeling; suction connector was deformed; air/water-cylinder, suction connector, u/d knob, suction cylinder had corrosion; switch 4 had wear; control unit and nozzle had discoloration. The foreign material found has been attributed to insufficient cleaning. The customer performed cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. Customer does not know the nature of the foreign material. There was a delay in the start of the precleaning. It was not specified if there were abnormalities in the accessories used for reprocessing, however, the customer indicated there is a possibility that bedside washing and pre-washing are insufficient. It is unknown if the customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, the customer did not presoak the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had wrinkles on the connecting tube. It was not specified at what point during use the issue occurred or was observed. The device was returned and during the device evaluation the following reportable malfunction was found: foreign object at the tip of the lighting lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.